Manufacturer narrative:
(B)(4). As the minicap transfer set was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the reported disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a minicap transfer set became disconnected from the titanium adapter during peritoneal dialysis therapy. Therapy was discontinued following the disconnection. There was no patient injury or medical intervention associated with the reported event. No additional information is available. This is report 2 of 2 involved in this event.